Manufacturer narrative:
The facility called into technical services and a new footpedal was ordered. The original footpedal was sent in for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt impact reported" (no known impact or consequence to pt). Product problem(s): "footswitch was not responding" (device operates differently than expected). A facility reported the footswitch was not responding. Add'l info was requested. Add'l info was received: the issue happened at the start of a case. The footswitch was switched out and the case was completed. No pt impact was reported.